Manufacturer narrative:
A nonconformance was opened to further investigate the reported issue. It was reviewed that the propofol lipidic emulsion could damage the polycarbonate in the male luer¿s sleeve. Additionally, per the reported event description, the priming method of the client (leaving the end caps on) could be a factor if the sets are pre-primed, as it will leave a residue and prolong the contact with the polycarbonate component. It is concluded that the potential cause is the user priming method. A labeling review determined that the current labeling does not instruct the user to pre-prime sets. A definitive root cause of the condition could not be determined; however, it was determined the condition reported is not related to labeling or packaging and is likely due to a device use error (pre-priming the sets with diprivan/propofol with the blue end caps in place). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 and h10. H10: the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that when IV tubing is being connected to an IV extension set the only part that is being disinfected is the hub of the IV extension set, not the IV tubing. It was reported the collar of the male luer "completely came off". It was reported that when the nurses are pre-priming the sets with diprivan/propofol, it "varies by nurse" if the blue caps are in place, specified as "some leave the blue end cap on and others report having issues getting the tubing to prime with the blue end cap on so they take it off". G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection by the naked eye found the distal plastic retractable collar of the male luer was cracked/broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter access set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a disconnection was observed during patient treatment with an unknown access primary intravenous (IV) tubing set. The disconnection was located between the primary IV tubing and the peripherally inserted central catheter (PICC) line. It was reported the line was found with the medication infusing and leaking on the floor. It was reported the luer lock portion of the tubing had broken off from the IV tubing and was laying on the patient¿s bed. The cause of the event was not reported. The patient was receiving propofol for sedation (while on a ventilator). It was reported after the disconnection, the patient was no longer receiving the medication which resulted in the patient ¿waking up, becoming agitated and asynchronous with the ventilator¿. It was reported the patient experienced oxygen desaturation (no values given). The patient required additional medication to ¿medically paralyze the patient and increase the oxygen level to 100%¿. On an unreported date, patient care was withdrawn. It was reported the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.